Manufacturer narrative:
Our affiliate is reporting to us that the facility has reprocessed or has had a 3rd party reprocess this single patient use device. The complaint device has been designed, engineered, manufactured and has regulatory approval, is licensed and marketed throughout the world as a single patient use device. This device has admittedly been re-processed and re-used, which means that it had previously fulfilled its obligation successfully. The act of re-processing is an alteration or a re-manufacturing of the original state and intention of the device, and because of this action, the re-processor is the de facto manufacturer of the product. We attribute the device and apos failure to the reprocessing and the responsibility for the failure to the re-processor. No further action by mitek is warranted.

Event description:
Our affiliate is reporting to us that the patient underwent a menisectomy in 2006 and some how it has just been determined that a portion of the distal tip of an unknown vapr electrode supposedly used in the surgery had broke off and remains in the patient's body. It is further reported that the single patient use complaint device had been re-processed and re-used on this patient.